Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the touchscreen was intermittently unresponsive. Customer declined troubleshooting with tandem customer technical support (cts) because the customer had successfully unlocked the screen. Reportedly, the customer is able to interact with the pump without issues. Customer's blood glucose level was not impacted.